Event description:
Description of event according to initial reporter: this case was a complicated tevar (thoracic endovascular aortic repair) within the indicated use for expansion of the false lumen associated with type b aortic dissection. A dryseal 20 fr sheath was inserted via the left femoral artery, and a zta-p-28-155-w1 was deployed over a lunderquist guidewire (tscmg-35-300-lesdc). When attempting to deploy a second device (gzsd-36-164-2), resistance was encountered partway along the guidewire, and the device could not advance to the dryseal sheath, stopping midway. Due to the unusually strong resistance, the device was once withdrawn and the guidewire was inspected; however, no visible kinking or abnormality was observed. A second delivery attempt was made, but the device again failed to pass and was withdrawn. When saline flushing of the wire lumen was performed, the saline did not flow, suggesting an obstruction. After several attempts, flow was eventually achieved. (No issues had been noted during the initial preparation.) At the moment when flow was restored, the user reported seeing what appeared to be debris resembling a metal fragment; however, this could not be confirmed by visual inspection. As the presence of metallic debris was suspected and it was unclear whether the cause was related to the gzsd-36-164-2 or the tscmg-35-300-lesdc, both devices were replaced with new ones. Thereafter, the procedure was completed according to the original plan.

Manufacturer narrative:
Manufacturers ref# (B)(4). After investigation the event is considered reportable 22jun2026. G4) similar to device marketed under 510(k)/PMA: k220137. Summary of investigational findings: after successful deployment of a zta device over the lunderquist wire guide, resistance was noted during advancement of a gzsd device. The device stopped midway and was withdrawn. After a second unsuccessful delivery attempt flushing showed obstruction of the lumen and after the flow was restored, the user reported seeing ¿what appeared to be debris resembling a metal fragment.; however, this could not be confirmed by visual inspection.¿ the gzsd and the lunderquist wire guide were replaced and the procedure was completed. The complaint reported by the user was confirmed. Complaint is confirmed based on visual and/or functional inspection. The lunderquist wire guide was returned inside the holder. The device evaluation determined the following: a minor kink was noted 752mm from the proximal end and scrapings were noted distal to the kink. The tscmg-35-300-lesdc was advanced through the distal end of the cannula tube of the related gzsd device and resistance was encountered and did correspond to the noted kink. The reported resistance is most likely due to the kink on the wire guide. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes that the complaint device was manufactured to specification. The review of the relevant manufacturing records confirms the failure has not previously occurred for the manufacturing lot. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is no evidence to suggest that the user did not follow the instructions for use or label. A definitive cause could not be determined from the investigation. Possible causes to the kink/scrapings may include minor manipulation during reported delivery attempts. However, the exact reason cannot be determined. An internal action has been taken to address the issue. Corrective actions have been taken, and relevant personnel have been notified to address the scrapings. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.